Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. The customer mentioned receiving an error message in provation about the video failing to process. Tac advised the customer to call provation but the customer insisted that the error was related to the processor. However, the customer was unable to identify the specific error displayed on the processor monitor screen. The customer mentioned that more than one room was affected. Therefore, tac advised to test the serial digital interface (sdi) cable to a monitor to confirm that the sdi output to provation issue was good. The customer mentioned that no changes were made to the room and the issue occurred midday. Since the error message occurred in other rooms, the customer decided to contact provation for further assistance. In addition, the customer received an n207 error message but decided against deleting the message since provation was down. Tac provided steps to transfer the images to a universal serial bus(usb).tac proceeded to work with the customer¿s information technology department (it) and found that a window update caused the provation software to not show images. The issue was resolved by it and the customer was able to transfer the internal memory images to the usb to clear the n207 notification. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
It was reported the evis exera iii video system center is unable to display image on a provation computer. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
This follow up report is being submitted to include the device history record(DHR) review and results from the legal manufacturer investigation. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. Since the reported issue of no image was resolved by troubleshooting the customer¿s company computer, it is presumed that there was no abnormality in the device and the problem was caused by the computer system of the other company. Olympus will continue to monitor complaints for this device.